Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, a superficial crack was found around the perimeter of the pump. A crack in the cover was found between the corner of the lens and case seal. A leak test was performed and failed due to the cracked pump case. No evidence of moisture was found inside the pump. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the casing around the display was cracked and that there was moisture found ingress. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.